Manufacturer narrative:
The investigation into the removal issues (vascular damage - peripheral vessel) has been completed since the original report was submitted. The device was not returned for investigation. The root cause of the vascular damage was most likely use related as there an issue with the perclose after impella was removed. There were no reported issues with impella pump.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 69-year-old male of unknown race and ethnicity in non-st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. It was reported that when impella cp was removed the peel away sheath was removed over wire and perclose tightened but did not take. Additional perclose deployed and angioseal was placed. No patient harm was reported.